Manufacturer narrative:
(B)(4). Concomitant products: 42538000502 ¿ persona tibia ¿ 64529151; 42539905295 ¿ persona cut guide - 64719765; 42-5580-002-02 ¿ personal femoral ¿ 64623165; 42-5282-005-08 ¿ persona poly ¿ 64561694. Report source: (B)(6). Radiographs were reviewed by a third party hcp and noted a vague presence of periprosthetic lucencies inferior to the tibial hardware component which could be related to developing loosening of the hardware. The 2 postoperative images demonstrate presence of newly present linear lucency inferior to the central tibial peg which could be related to a nondisplaced fracture as reported on the event/deficiency description. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01403, 0001825034 - 2021 - 01404.

Event description:
It was reported that patients tibia bone cracked from a pin hole made by a new type of cut guide. The fracture is being observed. No revision is planned to date. Attempts have been made and additional information on the reported event is unavailable at this time.